Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed noise. As the estimated remaining battery longevity was at three percent, it was noted that the patient will be hospitalized shortly for a device replacement and an assessment of the noise. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.